Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant; therefore, the expiration date of the disposable novasure device is not known. Neither the disposable device nor radio frequency controller is being returned; therefore, a failure analysis of this novasure system cannot be completed. Lot and serial numbers not provided by the complainant; therefore, the MFR date of the disposable device and radio frequency controller is not known. According to the instructions for use (IFU) precautions: the safety and effectiveness of the novasure system has not been fully evaluated in pts: with submucosal fibroids that distort the uterine cavity. If additional relevant info is received, a supplemental medwatch will be filed.

Event description:
User facility reported that following a novasure procedure on (B) (6) 2009, the pt was admitted to another hospital and reportedly had blanching at the back of the uterus and a bowel perforation. During follow-up on (B) (6) 2010 and (B) (6) 2010, the physician reported "a large anterior lower uterine segment fibroid" was identified on pre-hysteroscopy, "measuring approx 3cms and distorting the uterine cavity". Additionally, he reported the uterus was in a "retroverted position". However, the ablation proceeded uneventfully. Post ablation a hysteroscopy revealed a good ablation pattern and "no evidence of perforation". A laparoscopy, immediately post ablation, revealed "no perforations or bowel injuries". Approximately one week later (exact date unk) the pt was seen at another hospital with pain and low-grade fever. A computed tomography (CT) scan revealed "a pelvic abscess and signs of bowel perforation". The abscess was drained percutaneously and antibiotics were given without improvement in the pt's condition. She was taken to the operating room (date unk) for a laparotomy. No uterine perforation was seen but a "recto-sigmoid perforation" was noted requiring bowel resection and a temporary colostomy. A hysteroscopy, laparoscopy (scope was left in place through-out the novasure procedure), unilateral salpingo-oophorectomy, dilatation and curettage (d&c) and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when this perforation occurred or what may have been the cause. We have been unable to obtain additional info surrounding this event. (B) (4).